Event description:
It has been reported that during the procedure, the core wire of this device is separating from the tip where the ribbon is welded to core wire. The device was removed and replaced. There is no report of patient injury and the product in not being returned for co's analysis.